Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging the implantable pulse generator (ipg) wherein she had to be very still and push really hard on the ipg to establish a connection. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted device was retained by the medical facility and was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.